Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: manufacturing date: nov 02, 2020, expiration date: oct 01, 2030, part number: 04.037.912s, 9mm/125 deg ti cann tfna 170mm¿ sterile, lot number: 75p1418 (sterile), lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final, ns071476 met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, ns067861 rev b met all inspection acceptance criteria. Packaging label log (pll) lmd was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn (B)(4) supplied by (B)(4) (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual and sterility criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿surgical delay due to difficulty inserting nail¿ does not indicate breakage of the nail or any of its components. Therefore, a review of the raw materials would not be pertinent to the reported complaint condition. Device history review: jun 08, 2021: DHR reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for trochanteric fracture of right femur. During the surgery, it was noticed that it is difficult to insert 200mm nail for patient's narrowness of the medullary cavity and the lordosis of the femur. The surgery was completed successfully with over 30 minutes delay. No further information is available. This complaint involves one (1) device. This report is for (1) 9mm/125 deg ti cann tfna 170mm - sterile. This report is 1 of 1 for (B)(4).